Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a coil protrusion occurred. A 12 mm x 40 cm interlock¿-35 was used to treat a "mild to medium" tortuous splenic artery. During the procedure, flushing was performed, and 7 unspecified coils were successfully deployed. Then this 12mm x 40cm coil was inserted and advanced in the imager ii catheter to the target vessel. About 3/4 of the coil was deployed when the physician met resistance in advancing the coil. The physician deployed the coil after pushing the pusher wire hard enough that the coil got disconnected from the delivery wire. They then figured it was the last coil and the case was completed. However, when the imager ii delivery catheter and the sheath were removed, a wire coming from the splenic artery into the aorta was found protruding. Snaring was performed and the physician pulled out the end of the wire that had appeared to be a coil. He then reintroduced another sheath and pulled the coil out of the patient. No other coils were implanted. No further patient complications were reported and the patient's status was fine.